Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.pump passed all functional testing, including idle current test,run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime, no delivery test, displacement test and rewind. Pump received with cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and that the infusion sets have not been working correctly. Customer declined high blood glucose troubleshooting.